Event description:
The pt's vendor reported the pt experienced elevated blood glucose of up to 366 mg/dl during (B) (6) 2009-(B) (6) 2009 and (B) (6) 2009-(B) (6) 2009. On (B) (6) 2009, the pt programmed a temporary basal rate increase of 150% and on (B) (6) 2009, the pt programmed a temporary basal rate increase of 200%. The pt stated that blood glucose values decreased slowly and the pt then injected insulin via pen and blood glucose values quickly decreased. The pt switched to the backup infusion device and blood glucose returned to normal, 70-170 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.